Event description:
Customer informed that on opening the packaging including 5 pieces of exeter "horse collar" femoral cement seal, small ref. 0937-3-015 lot g32sp/lrp697a he found that it contains 5 pieces of exeter "horse collar" femoral cement seal, small ref. 0937-3-010 lot g32sp/lrp697a.

Manufacturer narrative:
No us distribution.